Event description:
It was reported that there was a cockpit reboot, no cease in ventilation during a bronchoscopy and was believed to have been the result of repeated use of the alarm silence button. From the bronchoscopy to patient¿s extubation no further reboots were noted. That ventilator was cleaned, run through system and breathing circuit check and placed on a new patient.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.